Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's atrial lead exhibited high pacing impedance. P-wave amplitude variation and loss of capture were also noted on the lead. No intervention was performed. The patient was stable.